Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0pybh, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient never had therapeutic effect and in general she was not getting the 50% or greater reduction of symptoms. The patient had tried all 4 programs and not really had success but there had been some good days. It was noted that program 3 was where she had been most of the time but program 4 was uncomfortable and patient could not really stand to be on it very long. The patient also mentioned of having several bladder infections which result in uncomfortable burning. It was later reported on (B)(6) 2015 that patient received assistance from their health care provider and manufacturer representative and her concerns are lessened. The appointment was scheduled for (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.